Event description:
It was reported that the patient's son contacted boston scientific technical services (ts) due to a red alert declaration from this implantable pacemaker. Upon review, ts confirmed that the device had declared a code 1003, indicative of voltage too low for the remaining projected capacity, which was caused by potential high impedance within the battery. It was recommended to perform device replacement within a provided timeframe. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This pacemaker was discarded and will not be returned for analysis.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the premature battery depletion cannot be established, as the product remains implanted and has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported code 1003 cannot be confirmed. Device risk review: a risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that the patient's son contacted boston scientific technical services (ts) due to a red alert declaration from this implantable pacemaker. Upon review, ts confirmed that the device had declared a code 1003, indicative of voltage too low for the remaining projected capacity, which was caused by potential high impedance within the battery. It was recommended to perform device replacement within a provided timeframe. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.